Manufacturer narrative:
(B)(4). One used lf5544 was received for evaluation and visual inspection found one of the knife webs protruding from the clevis area. The web is not sharp. The customer reported that device does not cut. The reported condition was confirmed. The investigation found the jaws opened and closed normally when the handle was activated. The knife did not extend or retract when the trigger was activated. The knife is contacting the back of the seal plate. This can happen when excessive tension is placed on the jaws, forcing them out of alignment. When the knife contacted the back of the seal plate, the trigger was forced and this caused one of the webs to break and protrude from the sample. The investigation identified the root cause of the reported event to be user error. The IFU states: the IFU cautions: do not turn the rotation wheel when the handle is fully closed and latched. Product damage may occur. Do not apply force to the shaft of the instrument causing tension or bowing as this could make the knife difficult to deploy and the trigger may not return to its normal position. The IFU states to gently pull the cutting trigger to engage the cutting mechanism. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the device did not cut during a laparoscopic nephrectomy. There was no injury to the patient. The device was returned to covidien and visual inspection discovered that the webbing was protruding.